Manufacturer narrative:
Evaluation summary : the product was returned. Solution was observed on the lens. Scratches were observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the removal due zonular issues could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that an intraocular lens (iol) was explanted due to insufficiency of zonular fibres. Additional information has been requested but not received to date.